Event description:
It was reported that the iris closed down on the 9900 sys. It was also noted that the sys presented a collimator cal needed message. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the fluoro function board and reloaded the cal files. The sys was tested and found to be working as intended and placed back into svc.